Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the leadless implantable pulse generator (ipg) was placed and the tether was removed, the ipg lost capture and sensing and appeared to have a micro-dislodgement. The ipg was snared and removed and another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.